Manufacturer narrative:
The archive data was provided, however the autopulse platform in complaint will not be returned to zoll. Therefore, physical investigation cannot be performed. A supplemental report will be filed if the product in complaint is returned and investigation is completed. A review of the archive was performed for the updated event date of (B)(6) 2015, however no user advisories or warnings were observed. Therefore, the customer's reported complaint was unable to be confirmed. The death was not related to the use of the autopulse device. The cause of patient's death was cardiac arrest. The autopulse functioned as intended as an adjunct to manual CPR on adult patients. Bystander CPR and rescue crew manual CPR were performed prior to the deployment of autopulse. Autopulse compression was performed continually for more than 30 minutes until the patient was transported to a hospital tent and pronounced dead. The short pause within 20 seconds for battery replacement is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Rosc was never achieved. Mortality of out-of-hospital cardiac arrest (ohca) is high. Death is an expected outcome for ohca. The use of autopulse did not cause or contribute to the patient's death.

Event description:
Additional information was received from the customer on 11/6/2015. A call was received on 09/11/2015, for a patient who was experiencing a cardiac arrest. The arrest was witnessed by thousands of people who were lining the streets for the (B)(6) event. It is unknown what the patient's medical history was or if the patient was taking any medications. The patient was down for approximately 1 minute before manual CPR was performed by a bystander. Manual CPR was in progress before the UK red cross arrived on scene. Manual CPR was performed for 4 minutes by (B)(6) before the autopulse was deployed. The autopulse was deployed without any issues. No user advisory codes were observed. After several compressions (exact number not provided), the autopulse platform displayed a " replace battery" message. The crew replaced the battery within 20 seconds. It is unknown if any manual CPR was performed during this time. After battery replacement, autopulse compressions were performed for more than 30 minutes. Patient was extricated on the soft carry case to a hospital tent which was half a mile from the scene of the event. Autopulse compressions were continually performed at the hospital tent until the patient was pronounced dead. It was unknown who pronounced the patient. Rosc (return of spontaneous circulation) was never achieved. The date of death was on the same day of (B)(6) 2015. The cause of death is presumed to be cardiac arrest; however, the actual cause of death is unknown. Per the crew the patient's death was not related to use of the autopulse. No other information was provided.

Manufacturer narrative:
Product in complaint was returned to zoll (B)(4) for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was initially reported that during patient use, the autopulse platform functioned properly, however the patient expired. No additional details were provided. The autopulse platform was subsequently returned to zoll (B)(4) for investigation. During review of the platform's archive data, it was observed that user advisory (ua) 45 (not at "home" position after power-on/restart) occurred on (B)(6) 2015 and the reported event date of (B)(6) 2015. Although the customer did not report this, a user advisory 45 message is considered a reportable malfunction.